Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant the right ventricular (rv) lead had dislodged due to twiddling. The rv lead had dislodged into the atrium and initiated atrial fibrillation that was detected as ventricular fibrillation. The patient received an inappropriate shock. The lead was repositioned and both the device and lead remain in use. No further patient complications have been reported as a result of this event.